Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Error 242.4030 there was no patient involvement. Case #: (B)(4). (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. I assisted (B)(4) biomed on 8100 sn (B)(4) error 242.4030, resolution is for biomed to verify whether is a mechanical issue or electrical. I recommended to verify any finger movement while the door is open. Biomed confirmed that there is no movement, the possible issue is the motor controller board might be faulty and recommend to consider sending it in for repair and is more cost effective. (B)(6) will consider sending it in for repair.